Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted the reload was recognized, but the display was in a fuzzy state. It cannot be determined from the received video whether or not the reload was articulating. The border of the screen was green, which means that the reload could have been fired, had it been clamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve surgery, in the last shot, the reload was not recognized and the screen began to flash then the tip began to move uncontrollably. The stapler did not fire. The reload was replaced to no avail. A manual stapler was used to complete the case. There was no patient injury.